Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported that after the clip was applied, the clip applier instrument did not release the clip. The procedure was completed with no reported injury.

Manufacturer narrative:
The clip applier has been returned and evaluated by the failure analysis team. The instrument was placed and driven on an in-house system and passed the recognition, engagement and clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional.